Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Analysis of the catheter found ¿catheter body ¿ has significant twisting that may have affected infusion¿ and ¿catheter body ¿ kink observed¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted:(B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s catheter eroded through the side incision and the pump flipped. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient fell. The date of the fall was unknown. The patient was taken to surgery and during the procedure, the pump was explanted, and a new pump was implanted in the back side of the patient. The catheter was re-tunneled to the patient¿s back side. The spinal portion of the existing catheter was retained, and a new pump segment of catheter was added to it. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.